Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that on (B)(6) 2019, the patient's g6 app stopped alerting him to hypoglycemia and/or stopped receiving glucose information from the g6 system. When this occurred, the patient was reportedly using the g6 system as directed by dexcom. In the hours after the app stopped alerting him to hypoglycemia and/or stopped receiving glucose information from the g6 system, the patient had a severe occurrence of hypoglycemia (low blood sugar). It was alleged that because the dexcom g6 system failed to alert the patient to their hypoglycemia, they did not treat the hypoglycemia. On the morning of (B)(6) 2019, the patient¿s wife found the patient unresponsive and lying in bed. The patient¿s wife called 911, and the patient was taken to a hospital for unspecified treatment. On (B)(6) 2019, the patient died, reportedly from anoxic brain injury and acute respiratory failure due to hypoglycemia. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.